Manufacturer narrative:
The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the atrial septal defect requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted, reducing mr to 1. The patients oxygen level decreased during the procedure and a massive right to left shunt was noted. An occluder was placed and the patients oxygen increased. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided the reported respiratory failure is the result of the atrial perforation and the reported atrial perforation is the result of procedural conditions. The reported patient effects of atrial perforation and respiratory failure, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.